Event description:
The patient reported the monitor sometimes smells like a machine that is overheating but is not sure where the smell is coming from. The patient inquired if the monitor overheats. The patient indicated the monitor was not hot to the touch. The patient was advised to call back if the smell returns and if the monitor is hot to the touch and it will be replaced. The patient was connected to a device specialist. The patient is not returning the monitor at this time and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2014; a 6935m55 lead, implanted: (B)(6) 2014; a 4196-88 lead, implanted: (B)(6) 2014. (B)(4).